Manufacturer narrative:
The device was manufactured november 14, 2017 - november 15, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. After twenty-four-hour infusion, the device had ¿not emptied fully¿ (exact volume remaining was not reported). The device was filled with 18g of tazocin diluted with an unspecified solution for a total volume of 240ml. There was no patient injury or medical intervention associated with this event. No additional information is available.